Event description:
The customer reported a malfunction on the pump, but no notable events were observed prior to this issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer will continue to use current pump for insulin therapy.